Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touchscreen was momentarily unresponsive. Additionally, it was reported that customer was unable to deliver a bolus. During troubleshooting with tandem technical support, customer stated a bolus was delivered without user input. Customer abruptly ended call so tandem technical support unable to continue troubleshooting or obtain further information. Customer's blood glucose was 210 mg/dl.